Event description:
The device was used during a sigmoid resection procedure. Reportedly, the anastomosis was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.